Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges an air leak during use. A new kit was opened without issue. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. In the current manufacturing procedure, 100% leak testing is conducted at the assembly area; therefore, any defects would be detected prior to release. Ten pieces of the same catalog number were taken from current production at the manufacturing facility to test the reported defect. No visual defects were observed on the samples, and no leaks were found during functional testing. The complaint could not be confirmed due to lack of product sample. If the actual sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges an air leak during use. A new kit was opened without issue. The patient's condition is reported as fine.